Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a false positive architect stat troponin-I assay result for one patient sample. The customer reports that the first time the sample was tested on the architect i2000sr analyzer, error code 3350 (unable to process test, aspiration error for the stat pipettor) was generated. Upon retesting of the sample, a result of 447 ng/l was generated and reported from the lab. The patient's physician questioned the result and when the sample was retested, a result of less than 10 ng/l was obtained (expected). There was no impact to patient management reported.

Manufacturer narrative:
A study was performed to evaluate assay performance. An internal troponin-I panel was tested with reagent lot 41059un13 (all of the materials utilized in testing were stored and maintained in-house). The troponin-I panel is targeted to a known concentration. The panel results were within specification (0.22 - 0.42 ng/ml), which demonstrates that the assay can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the results of the current investigation, the architect stat troponin-I assay, lot 41059un13 is performing as expected. A product malfunction was not identified.